Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 140-158 mg/dl.